Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 8.0 and 90.0 cm from the hub. The 3max was fractured approximately 41.0 cm from the hub and ovalized on the distal tip, approximately 152.0 cm from the hub. There was no visible stretching damage to the 3max. Blood was observed in the lumen of the 3max. Conclusions: evaluation of the returned device revealed that it was ovalized, kinked, and fractured. The ovalization observed on the distal end of the 3max likely occurred due to forceful gripping or pinching of the 3max during insertion into a parent catheter. The kink and fracture damage likely occurred due to forceful advancement of the 3max against resistance. The stretching damage reported in the complaint could not be confirmed. The ace 68 mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). In preparation for the procedure, the 3max was removed from its hoop, flushed and set aside to be used. During the procedure, upon inserting the 3max into the penumbra system ace 68 reperfusion catheter (ace 68), it was observed that the 3max was fractured and stretched. Therefore, the procedure was completed using a new 3max and the same ace 68. There was no report of an adverse effect to the patient.